Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 527 mg/dl at the time of the incident. Trouble shooting was done for the high blood glucose and customer was advised to calibrate when her blood glucose is in range of the auto mode setting. Customer treated the high blood glucose with manual insulin injections. The insulin pump will not be returned for analysis.